Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an out of range impedance value on the right atrial (ra) channel. The ra lead is a non-boston scientific product. Additionally, the device exhibited oversensing of noisy signals that resulted in false atrial tachy response (atr) episodes. Technical services (ts) advised potential cause and possible resolution. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an out of range impedance value on the right atrial (ra) channel. The ra lead is a non-boston scientific product. Additionally, the device exhibited oversensing of noisy signals that resulted in false atrial tachy response (atr) episodes. Technical services (ts) advised potential cause and possible resolution. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.